Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. The customer's blood glucose was 146 mg/dl. Reportedly, the customer continued using the pump for insulin therapy. In addition, it was reported that the customer received a power source alert after plugging the pump into a laptop. Tandem technical support instructed customer to plug pump into a wall adapter and customer was able to charge the pump successfully. Customer's blood glucose level was 120 mg/dl.